Manufacturer narrative:
PMA/510k # k170622. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that after a natural delivery a patient experienced a post-partum hemorrhage (pph) and a cook bakri postpartum balloon with rapid instillation components was placed, but was found to leak. After the pph was discovered, contraction medication was used to treat, but it did not work and the patient had lost 1100 ml of blood by this point. The bakri balloon was then placed and was being inflated, but once the inflation volume reached 400 ml liquid was found to be leaking from the vagina. The device was then deflated, removed, and a leak was found at the inflation valve joint. Another device was used to reach hemostasis. It was reported that the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Ec methods code desc - 5: communication/interviews (4111). Investigation ¿ evaluation: cook medical was informed on (B)(6) 2020 of an incident involving a cook bakri postpartum balloon with rapid installation components. As reported, the complaint device was used to treat postpartum hemorrhage following a vaginal delivery. Blood loss was estimated to be 1100ml. After placement, the balloon was inflated to 400ml, when liquid was observed to be flowing out of the vagina. The device was deflated and removed immediately, and leakage was found in the inflation valve joint. Hemostasis was achieved using another device. No related adverse events were reported. A visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, quality control data, and specifications. One device was returned for investigation. Visual examination confirmed the balloon catheter was received in used condition; the rapid instillation line was not returned. The stopcock and the dual check valve assembly were attached together and secured to inflation line on the proximal end of the catheter. Check valve assembly was removed prior to testing. A functional test was performed on the device by flushing water thru the stopcock attached to the inflation line. The balloon inflated and held inflation properly. A leak was confirmed in the distal end of the dow corning lighthouse adapter. Under magnification a hole was located at the junction between the catheter and lighthouse adapter. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: warns the maximum inflation is 500ml. Do not overinflate the balloon. Balloon should be inflated with sterile liquid. Balloon should never be inflated with air, carbon dioxide or any gas. The IFU also precautions to avoid excessive force when inserting the balloon into the uterus. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Cook has concluded a definitive cause can not be determined for the available information. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information to report.

Event description:
Additional information was received on 04mar2020: after placement of the bakri, the blood loss was about 80ml. Sponge forceps were used to handle device. The leak occurred near the inflation port.

Manufacturer narrative:
H3: device has been received by the manufacturer, and a preliminary analysis has bee completed. A follow up report will submitted when the investigation evaluation is completed. The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.